Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3186ml. The largest prescribed fill volume was 1800ml. This meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. Labeling review was found to be adequate for the use error identified in this report. The device will be routed to the service area. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter product surveillance contacted the patient's nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill. The nurse was not aware of this event, however, states that the patient is doing very well. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.